Event description:
Info received indicates the brake casters will lock and hold, but if pushed on the side, the casters would rotate.

Manufacturer narrative:
The technician replaced the right foot and head brake casters to repair the stretcher.